Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. It was also stated that the insulin pump was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We,therefore, consider this report complete to the best of our knowledge.